Event description:
It was reported to philips there was an electrode plate failure. We are considering this to be an external paddle failure. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer requested the third party service provider to evaluate and repair the device and the device was returned to full functionality. No details were provided regarding the repair. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause could not be confirmed. It has been concluded that no further action is required at this time. H3 other text: the device was evaluated/repaired by third party service provider.